Event description:
It was reported via repair work order that the fowler would not lay flat due to a bent fowler finger. It was also reported that the power cord inlet filter was damaged with exposed electrical wires. It was further reported that the foot section would not move and may have been stuck elevated due to cpu board malfunction. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.